Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There were additional findings that the endoscope was repaired by a third party and there were traces of adhesive patching inside the cable unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had no image showing. The event occurred during preparation for use in a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was not confirmed; however, there was an image problem the image was green/purple. Based on the results of the investigation it's found the image was green due to faulty outer tube. The charged coupled device was defective. Olympus will continue to monitor the field performance for this device.